Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 11.4 mmol/l and 5.2 mmol/l. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. In addition, the strip lot indicated in the allegation expired between the date of the event and the date the returned, empty vial was received.